Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the patient's ipp was swapped out with a spectra penile prosthesis (spp). No information was provided about the patient's outcome. No more information available at the moment, further information was requested.